Event description:
End-user alleges that black smoke blew out of charger. He also alleges that charging plug wire burned.

Manufacturer narrative:
The battery charger is not made by teftec corporation. Suspect device is expected to be returned to teftec for evaluation.